Event description:
It was reported when patient presented in the ER after receiving five inappropriate shocks. Upon interrogation, multiple episodes of vf which were actually lead noise, as well as multiple noise reversion episodes were observed. High capture threshold and high lead impedance was also noted on the rv lead. The rv lead was capped and replaced on (B)(6) 2017. The patient was stable before, during and post procedure.